Event description:
It was reported that the device failed to operate on battery power. There was no pt use associated with this event.

Manufacturer narrative:
Physio control evaluated the device and verified the reported failure. Physio replaced the main pc assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio control further evaluated the replaced assembly, and it was observed that the pcb did not power through a boot cycle. The problem appeared to be in the ic chip u8 area, but the root cause was not determined.